Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the results of tibial and femoral loosening, infection, joint instability, prosthesis wear, and/or due to the inclusion of the polyethylene in the packaging recall. However, the reported component loosening, instability, and prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant product information was provided. B5: corrected. H6: corrected health effect, component, and investigation clinical codes.

Event description:
It was reported that approximately unknown months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, synovitis and osteolysis. No further issues or complications were reported. No additional information is available.

Event description:
It was reported that a 74 yo female patient, initial right knee implanted in 2018, exact date unknown, underwent a revision procedure in (B)(6) 2024. X-rays demonstrated osteolysis and loosening of the arthroplasty on the femoral and tibial side with increase laxity on various and values stress testing. Patient was ultimately admitted to the hospital for a septic total knee arthroplasty. Patient taken to the or for 2stage revision. Upon opening the knee and making the arthrotomy incision, copious amount of cloudy joint fluid was observed. Patient had extensive synovitis. Polyethelene did not appear normal to the surgeon and had a similar appearance of those involved in the recall that had oxidative stress. Major synovectomy was performed, hardware was removed from the knee with minimal effort. Articulating antibiotic spacer was placed and knee was closed in usual fashion for an infected knee after irrigating 9+ liters of fluid. There was device breakage during the procedure which did fall into the wound site. All parts and pieces were removed. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return. They were given to the patient. No device images were provided. No further information.